Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, pressure and leak testing was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set with duo-vent spike was unable to prime. The event was further described as lipid solution would not flow during administration. This occurred during prime. There was no patient involvement. No additional information is available.